Event description:
It was reported that an asymptoatmatic patient presented in the operation room for an unrelated procedure. During the procedure, it was noted that the right ventricular lead had an insulation abrasion near the distal end. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.